Event description:
It was reported that the device displayed an error message for ad calibration timeout failure in the logs. Customer was not able to replicate the error after running a basic infusion test on the device. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error 246.4700. Technical support-- 1. Recycle power on the pump to see if the error repeat. 2. Detach and re-attach the pump to see if the error goes away. 3. Run a basic infusion test. Advised david to complete pm/test on the pump and put unit back in circulation. If the error still exist, david will replace logic board. The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from (B)(6) 2014 to (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device displayed an error message for ad calibration timeout failure in the logs. Customer was not able to replicate the error after running a basic infusion test on the device. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Technical support: 1. Recycle power on the pump to see if the error repeat. 2. Detach and re-attach the pump to see if the error goes away. 3. Run a basic infusion test. Advised david to complete pm/test on the pump and put unit back in circulation. If the error still exist, david will replace logic board. A review of the device history record for sn (B)(6) was performed from 12/18/2014 to 10/28/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of error 246.4700. Technical support-- recycle power on the pump to see if the error repeat . Detach and re-attach the pump to see if the error goes away. Run a basic infusion test. Advised david to complete pm/test on the pump and put unit back in circulation. If the error still exist, david will replace logic board. The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from 12/18/2014 to 10/28/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device displayed an error message for ad calibration timeout failure in the logs. Customer was not able to replicate the error after running a basic infusion test on the device. There was no patient involvement.